Event description:
Reporter alleged blood glucose measured "hi" back to back with a result of 180 mg/dl when tests were performed within 2 minutes of each other. No actions were taken for treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.